Event description:
The customer reported to olympus, no image on the high-definition lcd monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device for there was no image on the monitor. Tac instructed the customer to press the display button, port a button, and then use the arrows on the front panel of the monitor to change the input from dvi to sdi. Customer wiggled the sdi cable and was able to get an image on the monitor, but it was determined the sdi cable was defective and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.